Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops trough, the insertion stylet. During use. This happens since the rubber cap of the stylet has changed. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported that air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops trough, the insertion stylet. During use. This happens since the rubber cap of the stylet has changed. It was reported this occurred with two devices. This report addresses the second device.